Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed due to infection in the pocket. The patient had redness and swelling. It was unknown if the patient had meningitis or if the infection was cultured. Perioperative antibiotics were administered and the patient was given antibiotics for the infection. At the time of this report the patient was doing well and they were reimplanted on their opposite side.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# j0454794v, implanted: 2004-(B)(6), product type lead. Product ID 37601, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type implantable neurostimulator. (B)(4).